Event description:
On 11/20/97, the facility's nurse/risk manager informed the MFR's rep that she was preparing a medwatch report#0600280-1997-0064 which concerns the following event. On 11/6/97, the pt was admitted to the facility for reason related to the pt's condition; however, while at the facility, the pt also complained of discomfort at the device site (the pt had received a chemo treatment two weeks prior). On 11/6/97, a chest x-ray revealed a "subclavian fracture of the device at the distal end, now subdiaphragmatic and possibly in the ivc." The procedure to snare the catheter fragment from the pt's right atrium was successful. The device and attached catheter remained implanted in the pt at the time of this report. The facility's risk manager stated she would fax a copy of the medwatch report and mail the hard copy to the MFR's rep upon it's completion. No further details were provided at this time.